Event description:
While using a byte day aligners, patient had a routine examine by their dentist and upon evaluation, the patient has class ii mobility on # 23, 24, 25, and 26 with horizontal bone loss and widen pdl. No mobility was noticed on last exam visit. Lor was provided.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.